Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer, guided by technical support, completed a pump reset, after which the error did not reappear, allowing the customer to successfully start their sensor session.